Manufacturer narrative:
(B)(4).

Event description:
This device was implanted for off-label usage. It was reported that the patient¿s cervical drg lead was explanted due to numbness in fingers and pain in opposite arm. No further information has been received.

Event description:
Additional information received indicated that patient was re-implanted with two cervical leads at c6-7 level and connected to an existing ipg battery. Also, it was noted that the new lead coverage is optimal and patient is doing well, post-operatively.